Manufacturer narrative:
D10 concomitants: (B)(6) 02-012-35-3509 - logic tibia ps mod insrt sz 3.5 9mm (B)(6) 02-012-45-3535 - lgc tibial fit tray cem sz 3.5f / 3.5t (B)(6) 02-010-01-0235 - logic femoral ps cem left sz 3.5 (B)(6) 02-010-01-0335 - logic femoral ps cem right sz 3.5 (B)(6) 200-02-32 - three peg patella 32mm (B)(6) 200-02-32 - three peg patella 32mm (B)(6) 201-78-89 - 3" drill bit, mod. Hex 2 pack (B)(6) 203-96-42 - 11-4132 stryker sys 6 90x13/21x1.19 (B)(6) 1500-s - cemex system 80g the product associated with the reported event is within the scope of recall; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
Legal case: USA related case (B)(4). As reported via legal documentation the patient had a right knee replacement on (B)(6)2014. Approximately 8 years and 5 months after the initial procedure the patient had a right knee revision on (B)(6) 2022. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. Revision op report on (B)(6) 2022 principal diagnosis: failed right total knee replacement due to mechanical loosening. Post-op diagnosis: same significant fibrinous debris was encountered into the joint with a tandem whitish color this tissue was highly friable was found throughout the suprapatellar pouch as well as in the gutters. This was excised and the knee in order to fully debrided to visualize all the components then removes similar debris from the anterior interval as well as did are normal medial release. We then removed the polyethylene insert with a single prong retractor. The poly was noted to be yellow with significant pitting and loss of thickness in the medial lateral compartment with central pitting and roughness noted on both the medial and lateral dwell points. The femoral implant was grossly loose and was removed without any machine and. Similar fibrous debris was found under the femoral component and into the posterior lateral. This was debrided with sharp dissection as well as with the rongeur bluntly. No device return anticipated due to this being a legal case. Ebi initial surgery attached. Operative report from revision surgery attached. No further information.

Manufacturer narrative:
H6: corrected the following: component code. The reason for the revision reported in cannot be confirmed from the information provided but may be the result of prosthesis wear, tibial loosening, and femoral loosening or due to inclusion of the polyethylene in the packaging recall. However, the reported prosthesis wear, tibial loosening, and femoral loosening could not be confirmed and potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided.